Manufacturer narrative:
The account calibrated the scale to repair the bed. The customer did not want to spend the money to replace the scale board.

Event description:
The account alleged the bed is showing an error 2. He said one of the boards in the foot end of the bed is corroded.